Manufacturer narrative:
UDI : (B)(4). The valve was not returned for evaluation: therefore an evaluation of the device could not be performed. Lot number information has been provided; therefore, manufacturing records were reviewed and found no anomalies. The cause(s) of the difficulty reported by the customer could not be determined. Since the review of manufacturing and sterilization process confirmed that the product was conformed, the most probable root cause could be linked to the implantation procedure.

Event description:
A post-market clinical program reported intracranial infection in a patient with a hakim valve: the valve was implanted on (B)(6) 2018 for a right ventriculoperitoneal shunt procedure. On (B)(6) 2018, the patient presented to the hospital with his parents with complaints of fever and decreased appetite. A gastrointestinal doppler ultrasound showed the patient had enteritis and seroperitoneum. The patient was treated but failed to get better and was hospitalized on (B)(6) 2018. He was diagnosed and treated for an intracranial infection. On (B)(6) 2018, an ommaya was implanted to the right ventricle and removal of the right ventriculoperitoneal shunt was removed. On (B)(6) 2018 the patient was discharged from the hospital.